Manufacturer narrative:
No explants were returned for an engineering evaluation to be performed however a review of tibial insert device history record and available x-rays was performed. The device history records and x-rays for the tibial implant did not indicate any design or manufacturing issues.

Event description:
Tibial insert of a consensus ps knee dislocated a second time after initial poly-swap ((B)(6) 2015) following dislocation after initial tka on (B)(6) 2014. No other damage to the insert or the baseplate was noted during swap. Patient finally revised to a depuy revision knee system.